Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 22mmol/l. Customer took manual correction for treating high blood glucose. The customer stated the delivery happened multiple times last week. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan of manual injections until the replacement arrives.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was programmed with bolus deliveries and fill cannula with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through test infusion set noted. The insulin pump had scratched case, pillowing keypad overlay, keypad overlay texture damage, minor scratched lcd window and serial number label fading.